Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and dfts were successful with a 65 joule shock. Then the patient went into pulseless electrical activity (pea) and died. The physician did not believe there was a problem with the device. The cause of death was electronic decoupling. The device was not explanted post-mortem.